Event description:
An alarm sounded from the pump. The iab leaked and the iab was removed. No second iab was inserted. On 2/3/98, the following was reported to datascope: the iab was inserted on 1/2/98. On 1/5/98, after 72 hrs of iabp, blood flecks were noted in the tubing and an iab catheter alarm sounded. There was no pt injury or complication as a result of the event. It was reported that the pt expired on 1/7/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.